Event description:
Patient reported their meter powered off during use. While attempting to select english in the options, it shut off. Patient experienced no symptoms or medical intervention. The meter was replaced.